Event description:
Lead switched to unipolar and an in office follow-up revealed noise on lead with left arm manipulation. Lead check turned off for atrial lead and physician to be consulted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.